Event description:
Celltrion USA cs center have received customer complaints of malfunction (invalidity) on oct. 25, 2022 and delivered it celltrion USA on oct. 27, 2022 vial email: customer has reported issues with control swabs in 2 of 2 boxes of the 25cnt poc test kit. The positive control test swabs did not produce a positive test as expected when following hcp instructions for use. The customer did not save the cassettes and was unable to supply photo evidence of the failed control tests. They are requesting that 2 replacement packs (25cnt poc product) be sent to the their address. Their clia ID number is (B)(6). Importer comments: additional information has been followed up and the awareness date confirmed as oct. 25, 2022.

Manufacturer narrative:
Please find attached the data analysis and re-test report conducted by the manufacturer, humasis. Type of investigation: 11, investigation findings: 213, investigation conclusions: 4315.

Event description:
Celltrion USA cs center have received customer complaints of malfunction (invalidity) on oct. 25, 2022 and delivered it celltrion USA on oct. 27, 2022 vial email: customer has reported issues with control swabs in 2 of 2 boxes of the 25cnt poc test kit. The positive control test swabs did not produce a positive test as expected when following hcp instructions for use. The customer did not save the cassettes and was unable to supply photo evidence of the failed control tests. They are requesting that 2 replacement packs (25cnt poc product) be sent to the their address. Their clia ID number is (B)(6). Importer comments: additional information has been followed up and the awareness date confirmed as oct. 25, 2022. The manufacturer, humasis, has completed a data analysis and re-test report this product. Additional comments: please find attached the data analysis and re-test report conducted by the manufacturer, humasis.